Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery it was discovered that speedtitan compression implant kit was improperly loaded in the insertion on the device. Also, it was damaged, and the legs of the staple were no longer 15mm wide they were shorter and cci did not line up with the holes drilled. There were four minutes surgical delay. The procedure was successfully completed. There was no patient consequence reported. This complaint involves (1) device. This report is for (1) large handle with quick coupling. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Patent identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for speedtitan compression implant kit 15x15. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: se-1515ti; bme lot number: bse170519; manufacturing date or release to warehouse date: 25 sep 2017; place of manufacture: biomedical enterprises, san antonio, tx; lot expiration date: 22 aug 2022. DHR review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of speed titan 15x15x15mm was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.